Manufacturer narrative:
(B) (4) (cartridges tight), (lens would not slide in cartridge). Evaluation results - (other): a cartridge lot number search was performed and no similar complaint was found within the same lot number search. Conclusions - based on the complaint history and lot number search, a specific root cause of the event could not be determined. (B) (4)

Event description:
The reporter stated some mtc-60c fp cartridges were too tight. They had problems loading the silicone single piece lenses. It was too hard to slide the lens into the cartridge, when they do, it tears the lens. There was no patient contact or injury.